Event description:
Boston scientific crm received information that this lead was cut, capped and surgically abandoned after a stuck setscrew could not be loosened during explant of the associated device. A replacement atrial lead was implanted with no adverse patient effects.

Manufacturer narrative:
This report will be updated if additional information is received.